Manufacturer narrative:
(B) (4) this event occurred within an (B) (4) study which is a phase ii dose-escalation study to assess the feasibility and safety of transendocardial delivery of three different doses of allogeneic mesenchymal precursor cells (mpcs)in subjects with heart failure which is sponsored by angioblast systems. The myostar injection catheter is not approved for use in the united states. Concomitant products used during the procedure: noga xp system: model no.: m-5724-01 (B) (4). Myostar injection catheter: model no.: d-1211-19-si lot no.: 13409366. External reference patch: model no.: d-1210-03 lot no.: 15043790.

Event description:
It was reported that 20 minutes after the case, the patient was slightly hypotensive. An echo revealed a pericardial effusion. This was drained and a pericardial catheter was put in place and was removed on (B) (6) 2010.